Manufacturer narrative:
Additional information:section a-2 patient age: unknown as information was not provided.section a-2 patient date of birth: unknown as information was not provided.section a-3a patient sex: unknown as information was not provided.section a-3b patient gender: unknown as information was not provided.section a-4 patient weight: unknown as information was not provided.section a-5 patient ethnicity: unknown as information was not provided.section a-6 patient race: unknown as information was not provided.section b-3: date of event: unknown as information was not provided. However, article acceptance date: 30-jan-2023section d-4 catalog number: a complete catalog number is unknown, as device serial number was not provided. However, zmb00 was provided.section d-4 device serial number: unknown as information was not provided.section d-4 device expiration date: unknown as device serial number was not provided.section d-4 UDI number: a complete UDI number is unknown as device serial number was not provided.section d-6a date implanted: unknown as information was not provided.section d-6b date explanted: unknown as information was not provided.section h3-81: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided.section h-6 health effect - clinical code: 4581 device decenteredcitation: bundogji, nour md; hawn, vivian s. Bs; micheletti, j. Morgan md; sahler, ruth msc, scd; werner, liliana md, phd. Postoperative discoloration of a multifocal hydrophobic acrylic lens: case report with laboratory analyses. Jcrs online case reports 11(2):p e00094, april 2023. / doi: 10.1097/j.jcro.0000000000000094attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on literature review. Literature title: postoperative discoloration of a multifocal hydrophobic acrylic lens: case report with laboratory analyses a case of discolored multifocal hydrophobic acrylic intraocular lens (iol) which was explanted and exchanged as well as underwent laboratory analysis, was reported. The pseudophakic patient received a tecnis multifocal 1-piece iol, zmb00 (abbott medical optics, illinois, USA), in 2014. In the right eye: corrected distance visual acuity (cdva) of 20/50 (+1.00 -0.25 at 96 degrees) severe symptoms of glare/halos, which developed over recent years. Slit lamp examination revealed a nasally decentered iol, which also exhibited a whitish-brownish haze. Possible posterior capsule break, suspected as dead bag syndrome, with subluxation of the iol through the capsular break in this eye. An iol exchange was performed in the right eye. The original discolored multifocal iol was removed, kept whole for laboratory analyses and exchanged with a 3-piece iol (alcon ma60ac). There were no further interventions reported. Serious injury: yes, device malfunction: yes interventions: yes.